Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the 2.8. X 16 mm graftmaster stent was used to treat a perforation that occurred in the septal artery with the use of a non-abbott device. It was noted that the graftmaster balloon did not inflate and the stent was not implanted. The device was removed and a second graftmater stent was used successfully in the procedure. Although there was a procedure delay it was not clinically significant. The patient outcome was noted as a good result. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause of the reported inflation issue cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.